Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt received less medication than intended. At an unspecified time, the device was programmed to deliver an unspecified concentration of total parenteral nutrition, with a vtbi (volume to be infused) of 900ml, for a duration of 20 hours, and the delivery was started. No further programming parameters were provided. It was reported, after 20 hours it was noted the device delivered 600ml instead of the intended 900ml. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.